Event description:
An invacare representative reported that the left motor on a power chair will not operate. This would cause the chair to spin in circles and the erratic/unintended movement could cause injury to the user.